Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that during programming they ran an impedance check and electrodes 9, 10, 11, 13, and 15 were at 40,000 do not use. The rep reported that the patient fell in the yard as a contributing factor. The rep programmed the patient on the 0-7 lead. It was unknown if the issue was resolved. No further complications were reported.